Manufacturer narrative:
Motor error alarmed during the basic occlusion test and unable to prim during the prime/delivery test due to faulty fsr (gold). Motor was test outside of the device and passed all the motor tests. No damage found motor. Unable to completed the functional testing due to fsr damage

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 339 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.